Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of returned product.

Event description:
Brush head shot loose in various small parts in mouth [device breakage]. No adverse event [no adverse event]. Case description: a consumer of unspecified age and gender reported that when he or she was brushing his or her teeth with an oral-b rechargeable toothbrush, version unknown, the oral-b power oral care refills precision clean shot loose in various small parts in his or her mouth. The consumer asserted that he or she had been using oral-b brush heads for years and knew how to deal with an electric toothbrush. No symptoms developed.